Manufacturer narrative:
Unknown at this time if device will be returned.

Event description:
A report was received that the patient had skin erosion at the ipg pocket site. The patient underwent an explant procedure to remove the ipg.

Manufacturer narrative:
Correction to additional information received: it was reported that the pocket erosion did break through the skin. Physician believes pocket depth, and patient education regarding pocket care may have potentially been associated with this issue. Patient is doing well post explant procedure. Device was discarded by the hospital. Device disposed of by hospital.

Event description:
A report was received that the patient had skin erosion at the ipg pocket site. The patient underwent an explant procedure to remove the ipg.

Manufacturer narrative:
It was reported that the pocket erosion did not break through the skin. Physician believes pocket depth, and patient education regarding pocket care may have potentially been associated with this issue. Patient is doing well post explant procedure. Device was discarded by the hospital. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device disposed of by hospital.

Event description:
A report was received that the patient had skin erosion at the ipg pocket site. The patient underwent an explant procedure to remove the ipg.